Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had an elective replacement indicator (eri), that was first seen the week prior to the report. The patient was to follow-up with the health care professional (hcp) regarding the eri message and symptoms reported. The patient said that about two weeks ago was getting some shocks in their right leg and went on to state that "[they could] deal with that, but [they] know in the past a lot of times, sometimes it can mean that the wire is loose." Other relevant medical history includes post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.